Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a guide separation include, but not limited to, challenging anatomy, high angle of insertion, excess downward force, or aggressive downward or torsional pressure. Separated guide would compromise foot functionality and likely would have induced needle to cuff miss and subsequent device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a venous closure of a common femoral vein, with scar tissue, using the pre-close technique via an 8f sheath hole prior to an electrophysiology (ep) ablation procedure. Reportedly, in one of the access sites, a proglide cuff miss [suture retrieval issue] was noticed. When the footplate lever was retracted, there was resistance removing the device. The footplate could not be closed. The body of the device was disassembled. As the device was being disassembled, it was observed the actuator wire was broken in half; the device had separated. A snare was used, via contralateral access, to remove the distal guide. The ablation procedure was completed and manual compression was used at the access site to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.